Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the caller read online that a patient had their device dislodge and had to have it fixed. The caller did not have any other information about the event. No patient symptoms were reported. No further complications were reported.